Event description:
It was reported that during use the saline leaked past the plunger with a 10 ml bd posiflush¿ normal saline syringe. The following information was provided by the initial reporter: it was reported that nurse witness saline leaking from above plunger area of the syringe.

Manufacturer narrative:
H.6. Investigation: the non-conformances were reviewed for this batch and there was no record of non-conformance associated with this batch. The samples received confirms leakage past stopper. Following a DHR review and based on the inspections results, there has been no incidents of leakage past stopper. This is an isolated incident that may have occurred due to a machine jam.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the saline leaked past the plunger with a 10 ml bd posiflush¿ normal saline syringe. The following information was provided by the initial reporter: it was reported that nurse witness saline leaking from above plunger area of the syringe.